Event description:
It was reported that there was noise on the right ventricular (rv) lead. Reprogramming was done and the rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later noted that the patient received three inappropriate shocks due to the noise on the rv lead. A fracture of the lead was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.